Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation found the bending section cover had a hole/cut and was leaking, the bending section cover adhesive was cut, the bending section cover had frayed wires, the video connector case and printed circuit board was cracked, and the scope failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the loss of image may have occurred due to breakage of the video connector and leakage due to a cut on the bending section cover; a definitive root cause of the scope having no image could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: -inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the deflectable videoscope had no picture when plugged in. No error message was displayed. There were no reports of patient harm.